Manufacturer narrative:
(B)(4). The electrode remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode had presented with a small infection of the lower xiphoid wound several weeks post-implant. The patient was prescribed oral antibiotics and after one week, the infection was cleared. Eight months later, the patient has presented again with a small granuloma with signs of infection at the same wound. The physician requested treatment options for this patient, based on boston scientific's experience during the clinical studies. No adverse patient effects were reported. Twelve days later, an intervention was performed. The wound at the xiphoid incision was opened and cleaned. Some potentially infected tissue and the suture sleeve were removed. The incision was closed and the patient was sent home. The patient will be monitored closely to see if the infection evolves.